Event description:
The customer reported that the sensor probe was stuck in her skin after she removed the sensor. The customer stated that this was the second time she experienced this issue. The customer confirmed that the cannula was visible in her skin. Customer stated that she wore the sensor for six days and said that the serter may not have released this sensor properly. The customer will not return the sensor for analysis as she stated that she had already discarded it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.